Manufacturer narrative:
System was turned off.

Event description:
It was reported that the patient with this recently subcutaneous implantable cardioverter defibrillator (s-ICD) system implanted received multiple shocks. Upon review, it was noted that low amplitude and air in the s-ICD system. The amplitude returned to normal following the shocks. The patient was readmitted to the hospital and is now on a ventilator. An x-ray was performed and it was noted that the s-ICD is suboptimal placement with some air under the device. Troubleshooting options were discussed and recommended. The s-ICD system was turned off. Currently, this product remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that the patient with this recently subcutaneous implantable cardioverter defibrillator (s-ICD) system implanted received multiple shocks. Upon review, it was noted that low amplitude and air in the s-ICD system. The amplitude returned to normal following the shocks. The patient was readmitted to the hospital and is now on a ventilator. An x-ray was performed and it was noted that the s-ICD is suboptimal placement with some air under the device. Troubleshooting options were discussed and recommended. Currently, this product remains in service and no additional adverse patient effects were reported.